Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable tina-quant igg gen.2 (igg) on their p-module. The first patient's initial igg result from an aliquot cup was 22.4 g/l and it was reported to the patient. Following a normal electrophoresis pattern, a repeat request was made for igg. The primary sample was tested and the result was 10.3 g/l. Sample integrity was checked and found to be clear of any visible clots. The sample was repeated five times for a method precision and the results were 10.5 g/l, 10.5 g/l, 10.4 g/l, 10.6 g/l, and 10.5 g/l. On (B)(6) 2014, the second patient had an aliquot sample tested and the igg result was 15.5 g/l. It was reported outside the laboratory. The sample was repeated on (B)(6) 2014 and the result was 6.1 g/l. Information on whether there were any adverse events was requested but not provided. The igg reagent lot number was 687298; the expiration date was requested but not provided. The instrument was inspected following the incidents. The instrument was found to have a hole in the acid wash tubing and crystals had formed in the instrument. The cells were also not being washed correctly. Maintenance was carried out.

Manufacturer narrative:
The calibration seemed fine, but the quality control showed a slight imprecision. Patient two was a male born on (B)(6).